Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure the lead exhibited high impedances at multiple sites. Upon finding an optimum position, the lead exhibited unacceptable thresholds. The lead was not used and a new lead was implanted. There were no consequences to the patient.